Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The customer¿s blood glucose was 569 mg/dl and today the blood glucose went down to 70 mg/dl. Customer declined troubleshooting for the high and low blood glucose. Customer treated high blood glucose with insulin and low blood glucose with eating stuff. Customer also reported that, the belt clip was broken and battery cap was damaged the 3 side tongue on the battery cap came off she has to hold on to it to put a battery. Customer also reported that, the cannula was bent. The insulin pump will not be returned for analysis.